Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection did not confirm any broken pieces inside the trial. The trial does show multiple scratches, burrs, gouges and discoloration in the metal of the device. The device shows significant signs of wear usage. The device was manufactured in 2012. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the trial wedge broke inside the femoral trial during a revision surgery (non s&n devices). No delay reported. No patient injuries reported. No s&n backup was available.